Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had the interstim for urgency. Since the patient had it, she was able to get better and shut it off for several years because she was not symptomatic. The symptoms/urgency came back recently ((B)(6) 2015) so the patient turned stim back on. The patient had been working with her health care professional (hcp) trying program 3. Program 3 did not seem to be working and she wanted help to activate program 2. The doctor told her she could change to another program. The patient had not been feeling well. The symptom return was not yet resolved. They started the patient on amitriptyline. It was also noted that she was feeling stim down her leg on program 3 at 0.3v which caused her leg to twitch. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.